Manufacturer narrative:
Immucor technical support analyzed e-mailed instrument information provided by a company representative when on the customer site. The customer site also sent printed results for the use of immucor technical support. No patient blood sample or testing product was returned back to immucor by the customer for immucor testing investigation.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (4) on a galileo instrument, when tested on (B)(6) 2015.